Event description:
When the physician tried to insert the neuron catheter over a terumo 0.035 glidewire into a terumo 6f sheath the neuron would not slide over the wire and go into the sheath. The physician then pulled the neuron off of the wire and inserted another catheter. No patient injury resulted.

Manufacturer narrative:
Technical evaluation: there were a variety of flat spots covering the first 10cm of the distal tip of the catheter. The first was between 0.0 and 1.2cm from the tip, followed by flat spots between 1.9-3.4, 4.5-6.5, and 7.5-10.2cm from the tip. A 0.041" mandrel was inserted into the hub and passed through the catheter with no friction. The process was repeated with a 0.053" mandrel. Slight friction was noted in the last 10cm. The incident was confirmed as reported. The 070 neuron catheter seemed to have been handled roughly prior to introduction into the patient. Any ovalization at the tip prior to introduction can lead to unacceptable friction and failure to pass the catheter. Conclusion: as per FDA guidance on 28 aug 2009, kinks are reportable incidents. Qty:1 - a review of the device history record (DHR) was completed on part # 2314-02.a, (lot # l15336). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.